Manufacturer narrative:
(B)(4). Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 19mmol/l at time of incident which was high. Customer states that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer reports pump has not been exposed to high temperature. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.